Event description:
The customer reported that the unit could not analyze 12-lead ECG.

Manufacturer narrative:
The customer reported that the unit could not analyze 12 lead ECG. The customer's biomedical engineer evaluated the device, and was able to duplicate the symptom. Replacing the leads trunk cable and leads cable resolved the issue.